Manufacturer narrative:
Product ID (B)(4). Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there were two leads for the ins but one lead was showing greater than 40,000 ohms on all contacts. It was indicated that prior to the revision (see related regulatory report # 3004209178-2018-16211 and 3004209178-2018-16213 regarding replacement) the patient had reported getting good therapy. The rep was going to try to turn stimulation on and retest the leads. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the high impedances were observed intra-op and post-op. The cause of the high impedances was unknown. The rep turned on the stimulator and tested the leads to find that the patient was getting therapy. The rep said that the patient had impedances on the day of (B)(6) but was still getting therapy on those affected contacts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.